Manufacturer narrative:
Concomitant medical products- model: d334drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed fluctuating impedance levels on the superior vena cava (svc) defibrillation coil and rv defibrillation coil impedance. It was indicated that the svc coil had triggered an alert when the impedance level rose and exceeded the programmed upper alert level. Follow up was completed and it was verified that the lead has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nearly 2 years later, an alert triggered for high/undefined pacing impedance.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.